Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump display was blank. The customer's blood glucose level was 14.0 mmol/l at the time of the incident. The customer stated that the insulin pump was exposed to water and when they came out of the pool, following which the insulin pump screen was blank. The display screen had water in it, some water was coming out of the reservoir compartment, and battery compartment after the customer had removed both (battery and reservoir) from the insulin pump. The customer reported that the o-ring inside of the lip of the reservoir compartment was not missing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Also, device was received with a moisture damage on the battery tube, motor, keypad and vibrator assembly noted. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display.